Event description:
It was reported, before surgery, we assembled the nail on the hand piece. Surgeon did this because he wanted to know how everything should be assembled. We also checked if the trocards reached the nail correctly. This was the case. After inserting the nail and the collum screw, we started with distal, static, locking. After putting the hand piece at the correct position, it turned out that the drill came along to the nail. After that we decided to lock the nail dynamically, as it was to be expected that then the drill would go through the hole. While inserting the screw, we saw that the nail moved. Our suspicion turned out to be correct the screw had gone along the nail.

Manufacturer narrative:
Add'l info has been requested, and if rec'd, will be provided on a supplemental report.